Event description:
It was reported that the ilet pump became progressively louder and exhibited insulin leakage from the cartridge area during meal announcements, with insulin collecting in the pump chamber and the cartridge emptying; the user had been pre-attaching the connector to the cartridge prior to insertion, and site leakage occurred more often with a teflon infusion set than with a steel set, consistent with a mechanical jam device problem with the affected component not specified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed that results are pending completion of the investigation, with a mechanical jam suspected and the specific device component not identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.